Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient for elective device replacement procedure with the right ventricular lead exhibiting unspecified sensing and capture anomalies. The lead was explanted and replaced. There were no adverse patient consequences reported.